Event description:
It was reported that the patient suffered acute left heart failure after the lv and rv leads were implanted. The leads were extracted and due to the patient being in danger, the procedure was stopped. There were no consequences to the patient after the event.

Manufacturer narrative:
Na